Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed the defibrillator test for the external paddles. Furthermore the customer noted when they swapped out the problem paddles the device passed testing. There was no reported patient or user involvement and no adverse patient/user impact.